Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error 35 was present in the pump trace download due to due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case next to belt clip rail corner, severely faded serial number label, peeling end cap address label, moisture damaged on motor assembly, corrosion on all electronic assemblies and slight corrosion in battery tube.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 153 mg/dl. The customer stated that the pump alarmed critical pump error image on the pump screen. The customer was assisted with troubleshooting advised to remove the battery, and hold the back button until the screen turns off. The customer was advised to revert to the back-up plan and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.